Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer via telephone call that the sensor did not run the full six days and that a sensor fell apart when inserting. The customer also reported that there was a high blood glucose of 248 mg/dl. The customer gave a correction, fell asleep and drank a half gallon of water after working in the yard. The customer had a low blood glucose of 35 mg/dl and was assisted with turning on the threshold suspend feature. The customer was advised on calibration schedule.